Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00598604701, tibial component, lot # 62462951. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00018.

Event description:
It was reported that approximately 5 years post implantation, the patient was revised due to loosening of the tibial component. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined this report is a duplicate of 0002648920-2019-00182. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0002648920-2019-00182.

Manufacturer narrative:
Upon receipt of additional information, it was determined this report is a duplicate of 0002648920-2019-00182. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0002648920-2019-00182.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d7, g4, g7, h1, h2, h3, h4, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.